Event description:
The customer contacted baxter's technical service center regarding a system error 2240, which occurred on the homechoice (hc) during dwell 2/4. The home patient (hp) stated the hc alarmed due to a supply bag falling off of the table and disconnecting. Product surveillance contacted the home patient on (B)(6) 2010. The hp stated the supply bag was almost empty and she thinks she hit the bag in her sleep, resulting in the bag falling. The hp notified her nurse of the incident. The home patient is continuing therapy on the cycler with no issues. No patient injury or medical intervention was reported. No additional information available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.